Event description:
It was reported that tried to insert rod in a mantis case. Both rod inserters broke. The ball ring broke in half and was lost and the other jammed."

Manufacturer narrative:
Event involved two instruments; second instrument malfunction is submitted in a different MDR. Additional information has been requested; any information obtained during the investigation will be submitted in a supplemental report.